Event description:
The er320 was used during a laparoscopic cholecystectomy. The clips kept falling/shooting out of the device. Another er320 was opened to complete the case. Device from kit ftr72. There was no consequence to the pt.